Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507645, lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted the automatic lead diagnostics shows ventricular lead impedance gradually increasing throughout the record from less than 1000 ohms to greater than 2500 ohms.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance resulting from a possible fracture. The rv lead was capped and replaced. During the lead revision procedure, it appeared that the patient twiddled the device, therefore removing all slack from the atrial and ventricular leads. The device remains in use. No patient complications have been reported as a result of this event.